Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.50/6.0/008 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault and refractive surprise was observed, lens remains implanted. In the reporter opinion the cause of this event is the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).